Event description:
Additional info indicated that the enterprise stent did not adequately cover neck. During a stent assisted coiling with an enterprise stent, the orbit rdfl complex fill coil became trapped in stent mesh and operator believed that excessive force and manipulation of catheter/coil caused it to detach prematurely partially in aneurysm and partially protruding into (ica) internal carotid artery. This was an elective coiling of a recurrent aneurysm in the distal section of the ica (anterior choroidal region). The treatment site was the distal right ica with an aneurysm that measure 12mm, neck ratio of 50/50, and aneurysm characteristics was side wall. The products utilized during the procedure consisted of an envoy, excell 14 guidewire (gw), enterprise stent, and a prowler select plus micro catheter (mc) for the enterprise stent (catalogs and lot numbers unknown for all devices). An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. There was no resistance between the gw and the mc when accessing. This was the first coil that was utilized for the procedure. No kinks were noted in the mc that may have contributed to the event. The first coil loops prolapsed out of aneurysm and therefore, tried to retrieved coil, since the enterprise stent did not adequately cover neck. While trying to retrieve coil, it detached without using detachment device, before exiting the mc during withdrawal for repositioning in the aneurysm. There was resistance when withdrawing the coil. The coil was not utilized like a guidewire when repositioning the mc. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The same micro catheter was utilized to complete the procedure, since there were no damages noted on the micro catheter. The cause of the loss of one-to-one was determined to be the premature detachment. Possibly coil entanglement with previously placed coils was suspected to contribute to the event, since this was treating a recurrent coiled aneurysm. Additional intervention required since there was parent artery occlusion. The final outcome was that the coil was half in and half out of aneurysm. The pt's status post procedure as compared to pre-procedure was coiled ica for parent occlusion and the pt is well.

Manufacturer narrative:
This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00120. The product remains implanted. Additional info will be submitted within 30 days of receipt.